Manufacturer narrative:
With all the available information, boston scientific (bsc) concludes: device technical analysis: the watchman flx? Pro remains implanted; therefore, returned device analysis could not be completed. Device history record review: a review was completed of the device history records (DHR) for the watchman flx? Pro, part # m635wu60310 batch # 0035360276. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event. Labeling review: there was evidence to suggest that the device was used in a manner inconsistent with the labeling. Per the event description, the device did not meet pass (position, anchor, size, and sea) criteria for position. Watchman flx? Pro instructions for use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device which include implant movement/shift. Risk review: a risk review was completed and confirmed that the event of implant movement/shift was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of failure to follow instructions.

Event description:
It was reported that device shift occurred. A left atrial appendage (laa) closure procedure was performed concomitantly with ablation. The laa anatomy demonstrated prominent pectinate musculature with bridging, creating a broccoli-like morphology. A 31mm watchman flx pro closure device and delivery system (wds) was advanced and successfully implanted on the second deployment. Following release, the closure device was observed to tilt posteriorly at 135 degrees. Although the closure device appeared well seated and embedded, the physician noted that the contact interface between the closure device and the laa wall appeared reduced, no longer meeting all of release criteria. No adverse event occurred. The procedure was concluded. The patient is currently under follow-up observation. No intervention was performed or planned.

Event description:
It was reported that device shift occurred. A left atrial appendage (laa) closure procedure was performed concomitantly with ablation. The laa anatomy demonstrated prominent pectinate musculature with bridging, creating a broccoli-like morphology. A 31mm watchman flx pro closure device and delivery system (wds) was advanced and successfully implanted on the second deployment. Following release, the closure device was observed to tilt posteriorly at 135. Although the closure device appeared well seated and embedded, the physician noted that the contact interface between the closure device and the laa wall appeared reduced, no longer meeting all of release criteria. No adverse event occurred. The procedure was concluded. The patient is currently under follow-up observation. No intervention was performed or planned.